Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information was received. On (B)(6) 2014, the patient¿s pump had been filled for the first time since implant. Later, that same day, the patient was found passed out on the floor at home. According to the emergency room (ER), the patient was overdosed, so they decided to turn the pump off. Three days later, the patient had the pump turned back on and had it lowered from 0.6mg/day to 0.5mg/day. At the time of report, the patient was fine, though the cause of the event was unknown.

Event description:
The patient¿s pump was filled the day prior to this report. On the date of this report, when the patient¿s father went to pick up his son, his son was unresponsive in the recliner. The patient had overdose symptoms. The patient¿s father called 911. The patient received ¿bar an¿ from the emt¿s (emergency medical technicians) with little results. The patient was taken to the ER (emergency room) and underwent some tests. The patient returned to the ER after the tests and the ER physician ordered that the pump be turned off. The pump was programmed to stopped mode. The pump logs were checked. The patient¿s pump managing physician was called, but there was no reply. The patient¿s status was reported as ¿alive-with injury.¿ the patient was admitted to the hospital. The device system was delivering baclofen and morphine. On (B)(6) 2014, it was reported that the type of baclofen in the patient¿s pump was compounded. The physician suspected that the baclofen was the cause of the patient¿s increased somnolence. On (B)(6) 2014, the physician removed the baclofen from the pump and put the patient on morphine only in the pump. The patient was doing well since the switch. The only other medication that the patient was taking at the time of the event was a fentanyl patch.